Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon circumferential tear was identified located approximately 7mm proximal of the distal markerband and extending approximately 2mm across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked approximately 10mm distal of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.